Manufacturer narrative:
This event occurred in (B)(6). The field service engineer changed the filter for the external water supply and cleaned the internal reservoir of the integra 400 plus. Precision testing was performed. Afterwards on the same day, the customer continued to have issues. The customer changed the reagent lot and performed a new calibration. The affected samples were repeated again and the results were acceptable. The customer was using a centrifugation time of 10 minutes. The customer also observed clots in some of the affected samples. The customer has since exchanged both sample probes, replaced the halogen lamp which had a black spot on it and adjusted their centrifugation times. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for over 20 patient samples tested for calcium on a cobas integra 400 plus. The customer provided data for 7 patient samples. The results for all 7 patient samples were discrepant. Patient 1 initial result was 2.95 mmol/l. The repeat was 2.40 mmol/l. Patient 2 initial result was 3.19 mmol/l. The repeat result was 2.50 mmol/l. Patient 3 initial result was 2.88 mmol/l. The repeat result was 2.28 mmol/l. Patient 4 initial result was 2.95 mmol/l. The repeat result was 1.83 mmol/l. Patient 5 initial result was 1.80 mmol/l. The repeat result was 2.23 mmol/l. Patient 6 initial result was 2.81 mmol/l. The repeat result was 2.22 mmol/l. Patient 7 initial result was 3.05 mmol/l. The repeat result was 2.27 mmol/l. No questionable results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The calcium reagent lot number and expiration date were not provided.